Event description:
It was reported that the patient had a micl13.2 implantable collamer lens implanted in the right eye in 2006. As part of the study, the patient reported that she experienced a vitreal separation sometime in 2007, has floaters since then. Further information requested, but not yet forthcoming. Any additional information will be submitted by a supplemental.

Manufacturer narrative:
Vitreal separation, evaluation results- a work order search was conducted, and there was no similar complaints found.